Event description:
It was reported by the rep that the device was used during a laparoscopic assisted vaginal hysterectomy. It was reported the atw35 would not open to reload. Approx four firings were completed. The triggers (one and two) were back in place. However, the jaws did not return to the open position. There was no consequence to the pt.